Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned mmdg could not complete an investigation. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump charger was broken. Mmdg followed up with the initial reporter to obtain additional information, including the length of the delay in the patients therapy and the patients condition after the delay occurred. The patient's grandmother advised mmdg that "they received a replacement charger" but "delay in the feeding was 48 hours" and that "the parent's let the child go without feeding for 2 days because they were on vacation and when they got home they got replacement charger and the patient is doing fine". (B)(4)